Manufacturer narrative:
Continued e1 -- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "pain and discomfort". Healthcare professional later reported "severe pain, hardening, rippling, asymmetry and capsular contracture baker grade iii" via ultrasound. This is for the right side. Device has been explanted.

Event description:
Patient reported "pain and discomfort". Healthcare professional later reported "severe pain, hardening, rippling, asymmetry and capsular contracture baker grade iii" via ultrasound. This is for the right side. Device has been explanted.

Manufacturer narrative:
Clarification d.6a: partial date of implant: 2016.